Event description:
Pt began running fevers after last chemotherapy. Presented to emergency department with temperature 102.2, blood pressure 90/60. Decision to remove port although site appeared clean. The pt had been treated last month for a serratia sepsis.